Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device matrix drawer failed to open. The field service engineer (fse) found that the main drawer 1 matrix u-link was broken. The fse shut down the station, released the drawer, removed the broken link, and replaced it with a new one. The fse then reseated the drawer and rebooted the station, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the matrix drawer would not open at all, and the user was unable to access medications. The customer attempted troubleshooting by rebooting the station and attempting to recover the drawer; however, these efforts were unsuccessful, and the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.